Event description:
A surgeon reported that the system displayed an error code during set up for a vitrectomy procedure. The patient had received sedation and anesthesia when the doctor canceled the case. There was no harm or injury to the patient.

Manufacturer narrative:
The company representative examined the system, confirmed the customer reported event, and replaced the pneumatic module. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).